Event description:
Philips received a complaint on the heartstart xl+ device indicating that the paddles were broken.

Manufacturer narrative:
Available details indicates that the paddle was broken. The paddle adult electrodes were replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.